Event description:
The patient reported that they received an inappropriate shock from their right ventricular (rv) lead. The patient indicated that the shock hurt and the patient wanted the health care professional to ¿turn it down.¿ reprogramming was performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.